Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the reported issue could not be replicated and it was suspected the reference frame moved resulting in the imprecision. The imaging system then passed the system checkout and was found to be fully functional. Concomitant medical products: other relevant device(s) are: product ID: b I-500-01026, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used during a cervical procedure. It was reported that there was imprecise navigation. It was indicated the imprecision was suspected to be approximately half a centimeter. There was no reported impact on patient outcome. Troubleshooting was noted to include two image acquisitions with a model that were accurate. The reported issue was suspected to have been caused by a user error.